Event description:
It was reported that the device was recently found to have continuous flow without cycling as indicated in the current safety notice for model 300 and 310 ventilator. There was no patient involvement.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 6/5/2024. H3 and h6. Evaluation codes: updated. Through device analysis the complaint was verified during testing. The root cause was a faulty input manifold o-ring. Replacing the input manifold assembly and frequency control block assembly to correct the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.